Event description:
A malfunction was reported on the pump, with the screen becoming dark and not turning on after reading a code, and the led blinking red around the button. Despite attempts to reset the pump and navigate it, the malfunction persisted. There was no adverse impact to the customer¿s blood glucose level reported as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller, though the same malfunction recurred. Consequently, technical support arranged for a replacement pump to be sent, and advised the customer on using backup therapy and steps for using the replacement pump, including putting the pump into storage mode and returning it via ups. The customer understood and acknowledged these instructions.